Event description:
Philips received information the operator was pressing the unload pedal on the multi-function footswitch to remove a patient and the cover was loose on the unload footswitch. There was no harm to a patient or operator as a result of this event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).